Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they could not obtain an ECG on their lifepak 20e device and therapy cable accessory. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section d10 concomitant products description of the initial medwatch report indicates: blank section d10 concomitant products description of the initial medwatch report should indicate: lifepak® 20e defibrillator/monitor, mkj, (B)(6).

Event description:
The customer contacted physio-control to report that they could not obtain an ECG on their lifepak 20e device and therapy cable accessory. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. Physio identified that the ECG leads and therapy cable were past expiry. Out of date cables can be a possible cause for the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they could not obtain an ECG on their lifepak 20e device and therapy cable accessory. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.